Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold, r-wave amp variation, and high pacing impedance were observed. Programming changes were made.

Event description:
New information received notes that during a routine follow-up, another instance of high capture threshold was observed. Programming changes were made.